Event description:
It was reported that the t2 of the fast fix did not trigger. Procedure as completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.